Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h3, h4, h6, h10 visual examination of the returned product identified damage to the instrument and a fractured strike plate. Device was submitted for further analysis. Optical image of the glenoid baseplate impactor fracture surface exhibited river lines and bending hinge artifacts. The identified fracture artifacts suggest that the device fractured due to the bending overload mode of failure. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument fractured during the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.